Event description:
As reported by distributor, when utilizing an encore inflation device during a shunt pta procedure, balloon inflation was able to be achieved, but the gauge did not register the pressure increase. There was no patient injury or complications. The used device has been returned for evaluation.

Manufacturer narrative:
Although the device used in the reported incident has been received by the manufacturer, a device evaluation has not yet been conducted and a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted.